Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal two tampons fell apart into pieces. She was able to remove the remaining tampon pieces and did not seek medical attention. She did not experience any adverse health affects.